Event description:
Customer sent a repair request reported with an issue of b30 (scope communication error)-temporary image loss , b31 (scope communication error) ¿ no image-unrestorable error had occurred. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Initial reporter: address- customer establishment full name is (B)(6) hospital. The subject device was received and evaluated. Device inspection and evaluation noted the event reported cannot be reproduced at the service repair however ,service repair noted an error e218 (scoop failure) occured due to dirt on the electrical contacts of the video connector. E218 (scoop failure) occurred due to damage to the image pickup (image sensor) unit. In addition, the following findings during evaluation were noted: the curved tube blade is broken due to an external factor. Rupture of curved rubber due to external factors observed. The curved rubber adhesive is missing. The angle fixing part of the operation part is loose. There are scratches on the operation part ,operation body, right/left plate , switch #1, universal cord, video connector, electrical connector, light guide connector due to external factor. Deformation of light guide cover glass, video connector case cracked observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the b30 error was unable to be duplicated, however, the e218 and e31 were confirmed. It¿s likely the multiple error codes were due to a damaged internal circuit board of the video connector. The following are probable causes of the damaged internal circuit board: electrical components such as internal components and capacitors caused aged deterioration due to repeated activation stress. An excess current passed for a short period of time. A short circuit occurred temporarily due to liquid invasion. Static electricity was applied to the electrical contacts of the video connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.